Manufacturer narrative:
Update to d9: device available for evaluation- no. H3: although requested, the device was not returned for investigation. Retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert: very low levels of hcg (less than 50 miu/ml) are present in urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. A number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
Unspecified date: four confirmed false positive results on the consult hcg dipstick kit. Unknown number of patients involved, however the false positive results occurred across three different locations. Samples were sent to quest for confirmatory testing and a negative result was obtained; quantitative result not provided. No adverse outcomes reported. Although requested, no further information was provided. This MDR is to document false positives observed at location 1 out of 3. See related MDR's 2027969-2022-00075 and 2027969-2022-00076 for location 2 and 3.

Manufacturer narrative:
Pending investigation results. This MDR is to document false positives observed at location 1 out of 3. See related MDR's 2027969-2022-00075 and 2027969-2022-00076 for location 2 and 3.